Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a surgery, the type of surgery was not provided, and during that surgery the monitor showed low heart rate. It was note that the patient¿s heart rate got down to thirty beats-per-minute during the surgery. The health care professional questioned as to why the implantable cardioverter defibrillator (ICD) did not pace. The ICD remains in use. No patient complications have been reported as a result of this event.